Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 2 years and 3 months after the dental implant was installed in intraoral region #19 it was verified its loss of osseointegration. Forty-five ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type iii.